Manufacturer narrative:
This report is submitted on june 21, 2022.

Event description:
Per the clinic, the patient experienced an infection at the implant site that was treated with antibiotics (IV, oral and topical). The device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 24, 2022.